Event description:
It was reported to the ees director medical affairs that an unspecified harmonic device when used in a gyn case. There was possible burn and organ perforation affiliated with the use of the harmonic device. These issues resulted in an additional procedure shortly after the initial procedure. No further information known.